Event description:
The customer was not feeling well and family member came over to check blood glucose. The device result was 419 mg/dl. Emts were called and they checked glucose and the reading was 41 mg/dl. Treated with IV and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.